Manufacturer narrative:
The product has not been returned for evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the da vinci xi patient side cart (psc) malfunctioned while undocking from patient. The robot instrument of an unknown type was unable to be taken out of the port by the surgeon. Clinical sales representative (csr) was called and instructed surgeon to pull the port out with the instrument still attached. The instrument and port were safely removed from the patient. The psc had to be manually unlocked to move away from the patient after all the arms were undocked. The alleged instrument appeared to be broken at the tip. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that the reported issue did not involve a fragment falling into the patient.